Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the air dermatome sn (B)(4) by (B)(4) on 27 march 2020 revealed that the motor was erratic, calibration was out at the 0 and 20 reading, and the head and control bar had damage. The device is over 10 years old. Repair of the device was performed by (B)(4) on 27 march 2020 which included replacement of the following: handle, neck, head, motor, various bearings, eccentric shaft, planetary shaft, control bar, control shaft, cams, thickness control lever, poppet assembly, lever, washers, various other parts, hose, width plates 1-4 (aged repair). Additional repair included recalibration. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It has been reported that the handpiece seized up. Event date and timing are unknown, though there was no harm to the patient. During investigation of this device, it was revealed that the device's motor was erratic. No adverse events were reported as a result of this malfunction.